Event description:
Customer reported issues with the reservoir of the insulin pump. Customer states that her blood glucose reading has been high. Customer also states that there is leakage but not sure where. The blood glucose reading is 225 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.